Manufacturer narrative:
Zoll has not yet received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp's air trap would not clear "check the following" screen during setup. No patient involvement was reported.

Manufacturer narrative:
Thermogard xp ivtm system s/n (B)(4) was not returned to zoll for evaluation. Field service instructed the hospital biomed to clean the airtrap block to remedy the reported complaint. The console was placed back into use. No further action was required from zoll. Serviced at customer site.